Event description:
It was reported that the pen ndl 32ga 4mm was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: a patient complained drug didn't come out. Pen needle became clog suddenly.

Manufacturer narrative:
Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No.320136. Clog testing was carried out on the one open sample as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample or photos therefore no root cause can be identified.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32ga 4mm was unable to deliver insulin/medication during use. The following information was provided by the initial reporter: a patient complained drug didn't come out. Pen needle became clog suddenly.